Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after implant, at the pre-discharge follow-up, the device could not be interrogated and telemetry could noot be established.